Manufacturer narrative:
Concomitant product: d314drg ICD implanted: (B)(6) 2012.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen two days earlier and now there is a sudden increase change for the right ventricular (rv) lead impedance on the superior vena cava (svc) coil. It was noted that the patient¿s fall was reported to not be related to their implantable cardioverter defibrillator (ICD) function. No action was taken and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.